Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: the packaged stock product is not applicable for review since no defect or non-conformity was observed from the returned product. Investigation methods/results: the device was returned with titanium implant holder and cover screw but not in original package. The implant was verified to be a hahn tapered implant ø3.5 x 11.5 mm (70-1154-imp0006) using radiographic template (pk-209-062515). There was no defect or non-conformity observed and the threads were intact. Bone debris was observed in the threading of the implant. Root cause: per the reported information, the implant body did not fit correctly into the osteotomy site. Surgical procedure and site preparation steps where not reported by the doctor. No root cause can be determined based on the reported information and evaluation of returned device. It is recommended that shaping drills be used to widen osteotomy sites for implants 3.5 mm or greater in diameter to minimize over preparation. IFU 3027904 rev 2.0 (hahn tapered implant system) contains the following steps in site preparation: "step 1: twist drill ø1.5 mm - with copious irrigation, perforate the alveolar crest. Utilize a surgical guide, if necessary, as a reference for proper positioning. Check the orientation of the initial osteotomy using a parallel pin. If placing more than one implant and parallelism is desired, begin drilling the next site and align as the trajectory of the bone permits. Step 2: twist drill ø2.4/1.5 mm - if any change is needed in trajectory, it may be corrected at this time. With copious irrigation, drill a pilot hole to the appropriate depth (up to 16 mm). Step 3: twist drill ø2.8/2.4 mm - select a drill of the appropriate length for the prescribed implant. With copious irrigation, drill to the desired depth. Note: if placing a 3.0 mm diameter hahn tapered implant, this should be the final diameter of drill used. If placing a larger-diameter hahn tapered implant, proceed to step 4: shaping drills. Step 4: shaping drills (for ø3.5 mm - ø7.0 mm implants) - if placing a hahn tapered implant that is 3.5 mm in diameter or greater, shaping drills are used sequentially to widen the osteotomy to the matching diameter. To avoid over-preparation, widening drill diameters should be used only as needed, and in proper succession. Each shaping drill is length-specific, to match the length of the prescribed implant. Osteotomy depth may be increased sequentially, beginning with shorter drill lengths, provided sufficient depth is achieved with the final drill. Select the desired shaping drill, accounting for bone density and the size of the implant to be placed. With copious irrigation, drill to depth. The final drill should correspond with the matching implant size, as charted below, with the goal of achieving high primary stability upon implant placement." IFU 3027904 rev 2.0 (hahn tapered implant system) contains the following statement in precaution section surgical procedures: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU 3027904 rev 2.0 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The IFU also contains the following statement in warning section: the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin.

Manufacturer narrative:
The device has not been returned. When the device is returned an investigation will be carried out and a supplemental report will be submitted.

Event description:
It was reported that a hahn tapered implant failed. There is no medical or dental history provided prior to implant placement. The patient presented (B)(6) 2020 for primary procedure on tooth #11. Upon examination the provider notes the implant body did not fit correctly in the osteotomy. It was at that time the device was removed and replaced with a device of a different size. The provider status the patient's current status as "within normal limits".